Event description:
User facility alleges that the lab assistant snapped the safety feature (not on a hard surface), thought the needle was engaged and threw the sample into their rubbish. Pt picked up their rubbish and got stuck by the needle that was sticking out. The lab assistant was given medication.